Manufacturer narrative:
The subject device was received and evaluated . Device evaluation, service repair noted/found the device leak test has not been run properly. In addition, the following defects were identified during device inspection: distal end has scratches. Light guide (lg) lens was chipped , lens has stain . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "request for leak check, intermittent error occurs during dry leak test". The issue found during reprocessing. The device was replaced and the intended diagnostic procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported.this report is being submitted for problems related to reprocessing, insufficient or incorrect reprocessing . Reprocessed with the different procedure from the instruction manual (including cases where leakage test is not performed properly).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the leak test issue could not be determined. It is possible that there was a difference of recognition between olympus and the user regarding device handling and reprocessing steps. The user was trained by olympus on proper handling. Olympus will continue to monitor field performance for this device.